Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that there was a crack in the cannula where it met the y-hub. When the catheter was manipulated, blood leaked from the crack. It was reported that there was a crack on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: e(first name, last name), e2, e3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 4 months of use, during nurse care, it was detected that the catheter had cracked and there was blood leakage at the junction of shaft and bifurcate. There was no luer adapter issue and no leak/issue at the junction of extension tube and bifurcate (no extension tube issue). There was nothing unusual observed on the device prior to use, flushing was done with normal result, no other products were utilized with the device and no excessive force was used on the device. Tego was not utilized, the insertion site was treated with iodine disinfection prior to product placement, the cleaning agent typically utilized to clean the catheter in its entirety was iodophor, cleaning agent typically utilized to clean the adapters was iodophor, the clamps were moved to a new location after each treatment, the cleaning agents were not switched over the life of the catheter, cleaning agents were not mixed, cleaning agent was allowed to dry thoroughly prior to dressing the area, the cleaning agent was allowed to dry thoroughly prior to applying ointment to the area, there was no protocol change for cleaning agents used recently, the patients themselves were not using any type of cleaning agent or antibiotic on the catheters, the treatment (lotions/ointments, medications) were by prescription, there was no ointment(s) utilized at the exit site, gauze was the wound dressing utilized, the wound dressing did not include any cleaning agents or antimicrobial properties, the patient was not responsible for any type of catheter maintenance (cleaning, dressing changes, etc.), and the site did not use sepsiderm to clean catheters. Intervention/treatment was not required as a result of the event. The catheter was not repaired. The reported catheter was scheduled for removal and as a remedial action was explanted and replaced. There was no blood loss and blood transfusion was not required due to the event. There was no patient symptoms or complications associated with the event. There was no reported patient injury.